Event description:
The customer reported that when powered up to prepare for use, the device displayed the message / instruction system failure cycle power with error code 10003. The user substituted in another defibrillator. There was no adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that when powered up to prepare for use the device displayed the message / instruction system failure cycle power with error code 10003. The user substituted in another defibrillator. There was no adverse patient impact. The customer reported they had worked with philips to determine that the cause of this issue was the data card. The data card was replaced to resolve this issue.